Event description:
A customer reported intraocular compensation unstable message displayed and intraocular pressure control switched off during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and found to meet product specifications. The customer reported to the company rep that the reported event may have occurred due to setup issues. A review of the system's event log was unable to confirm the customer reported event. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).